Event description:
The patient reported that the 72r electrodes caused skin irritation; she stated that the skin under the electrodes became raw and very sore. The patient reported changing the electrodes every 2 to 3 days, rotating their placement, and applying them to the back. The patient did not consult her doctor regarding the skin irritation and did not apply any treatment to the affected area. The patient was advised to discontinue treatment until the skin had completely healed and, upon resuming therapy, to perform a time test. Customer service also advised the patient to replace the electrodes daily or every other day and to vary the electrode placement with each application. No further consequences were reported.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as june of 2026. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.